Manufacturer narrative:
The 2 coils: orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15794694) and orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15768309) were stretched during insertion into the target aneurysm. The target vessel is unknown. The coil was not used like a guidewire to reposition the microcatheter. The microcatheter used was an sl-10. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. It is unknown if there was resistance during advancement of the coil through the microcatheter. The same microcatheter was used to complete the procedure. There were no damages noted on the microcatheter after use. Coil entanglement with previously placed coils was not suspected to contribute to the event. Both coils were still attached to the delivery systems when they were removed from the patient. (B)(4)/ a non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The support coil was found zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled, inside of a plastic bag. The hypotube was inspected and it was found kinked at 38 and 48cm from the proximal end of hub. The introducer was found partially zipped and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked at 167cm from the proximal end of hub while the gripper was found without damage and the embolic coil was found stretched. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveling of the coils was confirmed with analyses of the returned devices. The cause of the stretched condition of the galaxy embolic coils appears to be due to the pulling forces beyond the prolene tolerance. Based on the analysis and the report that the coil stretched during placement, and no information regarding friction during the procedure, it appears that procedural factors & manipulation contributed to the reported event. Additionally, the label for use recommends using dual marker band microcatheters such as prowler 14, prowler select lp es, prowler plus, prowler select plus, and rapidtransit. Furthermore, the label for use cautions that compatibility with other products (microcatheters) has not been established. With review of the returned device, the device history records, and the available information there is no indication of any device manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Event description:
The 2 coils: orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15794694) and orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15768309) were stretched during insertion into the target aneurysm. The target vessel is unknown. The coil was not used like a guidewire to reposition the microcatheter. The microcatheter used was an sl-10. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. It is unknown if there was resistance during advancement of the coil through the microcatheter. The same microcatheter was used to complete the procedure. There were no damages noted on the microcatheter after use. Coil entanglement with previously placed coils was not suspected to contribute to the event. Both coils were still attached to the delivery system when they were removed from the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15794694 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/15768309).